Event description:
It was reported patient and patient was unable to set the ipg into MRI mode due to high impedances on leads. To address these issues, patient underwent surgical intervention wherein the leads and ipg were explanted and replaced. The ipg was also repositioned due to pain at the ipg site. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Manufacturer narrative:
Correction: b5 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported one lead was removed but not replaced, only one new lead was implanted.